Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging service message. No medical intervention was specified by the patient. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture confirmed the presence of degraded sound abatement foam using a fitt and the associated procedure. The issue of degraded sound abatement foam is addressed by CAPA 7211 and unable to directly address the symptoms. Manufacture cannot confirm the complaint of service required message, for there was no service required message during therapy and investigation. Power was supplied to the device using a known good power supply and power cord, and manufacture was able to confirm that the device powers up and provides airflow. Device was likely reset prior to pil receipt due to the machine having 3186.9 hours logged and 0 blower and therapy hours. These errors were not reproduced with continued usage and do not impact this investigation. Care orchestrator data was unavailable. During the internal investigation, manufacture observed unknown dust contaminant on the flip doors, top enclosure, rear panel, bottom enclosure, iso port, blower box, blower, blower seal, and on the ui panel and observed black hairlike contaminant on the flip doors, top enclosure, ui panel, rear panel, bottom enclosure, and blower. Manufacture observed that the service required message did not come up during therapy or investigation. Keratin-like contamination was observed around the blower output seal addresses the issue of keratin. Manufacture was able to confirm the presence of degraded sound abatement foam residue in the blower box. In box h11, device problem code grid, evaluation results code grid, conclusion code grid (dust contamination) updated in this report. Box -d was updated in this report.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The device has been returned and lab investigation is also performed which says, the presence of degraded sound abatement foam and device has service required message. There was no serious patient harm or injury. At this time, no medical intervention has been reported. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.